Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the cable connecting ECG a and ECG b was cracked, with exposed wires. The damage to the wires cause electrical arcing, which resulted in burnt wires and melted insulation. The cause of the test failure was the damaged cable and wires. The root cause for the damaged cable and wires was unable to be positively determined, but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.